Event description:
It was reported to resmed that a patient using an astral 150 device in a hospital setting expired on (B)(6) 2025. It was reported that the device allegedly triggered repeated "false alarms" on two occasions on (B)(6) 2025. The patient reportedly had "episodes of agitation" and occasionally removed the device herself. At 11:00 pm on (B)(6) 2025, it was reported that nursing staff heard the ventilator alarming and noticed that the patient had disconnected the ventilator tubing. The healthcare team stopped the ventilation and set up a 'speaking valve' and oxygen at 1 l/min. At around 11:30 p.m., with the patient calmer, the nursing staff restarted the ventilation. At 3:00 a.m. On (B)(6), the patient developed cervico-facial and thoracic edema, leading to respiratory distress and subsequent death.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned and is currently in police custody, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference#: (B)(4).